Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter act 5 diff analyzer generated an erroneously high platelet (plt) result with instrument generated flags on a specific patient sample while running in the cassette mode. The erroneous result was reported out of the laboratory. The physician cancelled the patient's scheduled platelet concentrate transfusion and questioned the platelet result. The operator reran the same specimen on the customer's alternate instrument (alternate instrument #1) and recovered a lower platelet result, which was considered correct. The same specimen was rerun on another instrument (alternate instrument #2) and recovered a similar low platelet result. No death is associated with this event but the patient transfusion was delayed.

Manufacturer narrative:
The specimen was collected in a 4ml bull dog device edta collection tube. The specimen was stored at room temperature and sampled within 1 hour of collection. The instrument is currently performing within qc specifications with respect to controls and reproducibility. Controls were run before and after this event. Based on control charts provided in the customer complaint record, the high level control recovery was out high for platelet recovery. A bec field service engineer (fse) was dispatched and performed a full preventative maintenance (pm) on the instrument to also exclude grounding, but did not resolve the issue. The fse recommended to re-load the software. Per (B)(4), a letter was sent out in february 2011 to all customers housing the coulter act 5 diff analyzer indicating the following: bec has identified a problem with occasional unexpectedly high results for red blood count (rbc), hematocrit (hct), platelet (plt) and mean platelet volume (mpv) without instrument generated messages, for the first run of a capped patient sample. Upon repeat analysis the results are correct. Do not analyze specimens using the autoloader. Instead, analyze your samples uncapped (open vial) using the manual (stat) mode. Per labeling: flags and messages are symbols, sets of symbols, letters, or text generated by the instrument to signal that parameter(s) may need additional review. Carefully review all parameter results, especially results with flags and/or messages.